Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.218¿ x 0.146¿ was not returned with the instrument. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all intern cables to be still intact. Small pieces from the broken main tube were found, but material was still found missing.

Event description:
It was reported that during a da-vinci assisted surgical procedure, the tip-up fenestrated grasper instrument endowrist jaw broke and detached from the shaft. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with a backup da vinci instrument.